Event description:
User error programming pump. Manufacturer response for alaris system cpu 8015, infusion pump cpu, carefusion (per site reporter): carefusion reviewed the equipment logs and did not find a problem with the functionality of the device.